Manufacturer narrative:
(B)(4).

Manufacturer narrative:
There is no allegation of device malfunction. The device was discarded and cannot be evaluated. Root cause cannot be determined with the information provided; however it is likely the cause of the dka and hyperglycemia is that the patient required more insulin than one v-go 40 device could provide.

Event description:
Type 2 diabetic on vgo 40 reported that she was admitted to hospital on (B)(6) 2018 for dka. Patient reports she was nauseated, slightly confused and her blood glucose meter read high at home. V-go was removed upon admission to the hospital and disposed off. Pt. Did indicate that she was monitoring the vgo gray indicator and did not notice any discrepancy with the insulin amount in the vgo device. Patient was discharged to home midday on (B)(6) 2018 and resumed v-go use. Patient bg on v-go post hospitalization has been in the mid 200 to high 200 range with limited carbohydrate intake. Patient is prescribed 2 bolus clicks per meal. Follow-up with the pt. On (B)(6) 2018 and the pt. States that her hcp discontinued the vgo as she was continuing with hyperglycemia in the 200 and 300 range on vgo 40. Post-vgo the hcp placed the pt. On tresiba 80 units with novolog 10 units per meal. Pre-vgo the pt. Was on lantus 100 units with novolog 12 units per meal (she experienced hypoglycemia pre-vgo).